Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl with mild ketones. Reportedly, the customer did not bolus for dinner. A correction bolus was administered to address bg levels, and the contact declined any further troubleshooting on the reported issue. In addition, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer was able to load a new cartridge successfully and will continue to use the pump for continued insulin therapy.